Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time the seal on the lid of the pulsavac product box was loose, raising the possibility of contamination. The surgeon used another product. Patient impact is unknown. Due diligence is complete as no additional information is available.